Manufacturer narrative:
False positive blood in urine chemistry of one pt led to an unnecessary kidney biopsy, according to customer, resulting in an unk complication. A complication occurred as a result of the biopsy. The urine microscopy showed no rbcs or little rbcs present in the pt's urine. The customer, despite repeated attempts, has not clarified specifically what complication occurred. There have been no reports of med intervention taken as a result of the biopsy.

Event description:
Customer reported that based on high rbc value, physician ordered unnecessary biopsy.